Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation (B)(4) 2012 follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: unable to duplicate the complaint regarding an unresponsive down key: all keys were tested and found responsive. The keypad was intact with no evidence of peeling or damage. The keypad cover was removed to check for contamination, which was found under up/down/contrast/ok key contacts. Unrelated to this complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that t the up button has become gradually unresponsive over the past 3 to 4 months. The patient is able to bolus and use the pump accurately. The reporter denies trauma to keypad. No visible tears or peeling are reported. The pump is worn attached to a belt. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.